Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 2 patient samples tested for glucose, creatinine or pro-bnp on a cobas 6000 c (501) module. Based on the data provided, the pro-bnp results for 1 patient are a reportable malfunction. The initial pro-bnp result was 26.48 (units not provided). The repeat result was 2333. It is not known if the incorrect result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The pro-bnp reagent lot number and expiration date were not provided. The field service engineer (fse) was onsite and stated no issues were identified for the patient sample or the instrument.

Manufacturer narrative:
The pro-bnp reagent lot number was 227748. The fse confirmed the module was operating within specification. The customer has not complained of any further issues. The investigation was unable to find a definitive root cause.